Event description:
Reportedly the pump was making beeping sounds and no alerts or alarms could be identified. Customer's blood glucose was not adversely impacted. Customer will continue to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.